Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Khandhar sj, mehta m, cilia l, et al. Invasive hemodynamic assessment of patients with submassive pulmonary embolism. Catheterization <(>&<)> cardiovascular interventions. 2020;95(1):13-18. Doi:10.1002/ccd.28491. Medtronic literature review found a report of patient complications in association with a cragg-mcnamara infusion catheter. The purpose of this article was to investigate the invasive hemodynamics in patients with intermediate-risk pulmonary embolism (pe) and the change that occurs with catheter-directed thrombolysis (cdt). Ninety-two consecutive patients with intermediate-risk pe referred for cdt at two tertiary medical centers with pulmonary embolism response teams were included in this prospective cohort study. Thrombolysis was administered either through a standard infusion catheter (cragg-mcnamara) or a catheter that combines infusion with ultrasound (ekos corporation). Fifty-six patients receiving t-pa through a standard infusion catheter and 36 patients with an infusion catheter combined with ultrasound therapy were included. Forty-seven of the patients were female, and the average age was 59 years. The article does not state anytechnical issues during use of the infusion catheter. The following intra- or post-procedural outcomes were noted: - one patient had an access site femoral vein bleed requiring transfusion. - one patient had a gastrointestinal (gi) bleed requiring transfusion. - one patient had an intracranial bleed after cdt. The patient with the intracranial bleed had a recent coronary intervention and was on quadruple therapy with aspirin, ticagrelor, heparin, and t-pa.